Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had high blood glucose. This morning was at 300 mg/dl something and since the past 5 days she has been really high and was upwards of 585 mg/dl at one point. Customer reported that, he did not getting any alarms but pump is not working. Customer¿s blood glucose at time of incident was 590 mg/dl and current value was 462 mg/dl. Customer reported that, the following symptoms related to their high blood glucose were nausea and he just threw up. Customer treated for high blood glucose with humalog. The drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.